Event description:
A blood center in the (B)(6) reported that a (B)(6) result was generated when using the kit s201 cobas t-scrn mpx 96t expt-ivdce; lot number 034303. The primary pool of 6 result was (B)(6). Resolution pooling of donor samples in the primary pool generated all (B)(6)results. The site then performed individual pools of 1 testing on the 6 donor samples and one donor generated a (B)(6) result. The donor that generated the (B)(6) result was serology negative.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated and alleged failure could not be duplicated; cause of event unknown. During an evaluation of the cobas s 201 system, the customer alleged discrepant results were generated with the kit s201 cobas t-scrn mpx 96t expt-ivdce. An initial reactive primary pool of (B)(6) resolution pools according to the system workflow, these donors should be reported as complete, (B)(6) and the initial (B)(6) primary pools of 6 would typically be regarded as a false (B)(6). However, the customer decided to repeat the 6 donor samples as a primary pools of 1 where one of the samples was (B)(6). Therefore, it was suspected that the initial (B)(6) resolution pool may have been a false (B)(6). Viral target resolution for this (B)(6) donor sample was not performed. Serology for this donor sample was completely (B)(6). This donor was followed up 1 week later with serology testing and as an mpx primary pool of 1. All tests were (B)(6). This would suggest that the initial (B)(6) resolution pool was not a false (B)(6) but that the initial reactive primary pools of 6 and repeat primary pool of 1 results were (B)(6). The blood unit was not released for transfusion. The two donor sample collections were sent for investigation. Multiple replicates from each collection were tested using the complaint kit lot. All replicates were (B)(6). Discrepant results were not observed. Analysis of the customer data did not indicate any abnormalities with the cobas s 201 system. There is no trend in the field for this issue. Based on this information, no product non-conformance was identified. The blood unit was not released for transfusion. (B)(4).